Event description:
It was reported to boston scientific corporation that a sensor urological guidewire was used during a percutaneous drainage procedure. According to the complainant, the initial access to the kidney was accomplished using the needle in jinro percutaneous pigtail nephrostomy kit. The sensor urological guidewire was advanced through the needle. Approximately, 5cm of the distal hydropass coating skived and fell into the patient. Reportedly, on (B) (6) 2010 the remnant found on x-ray, was removed by the physician, using endoscopy forceps. The patient's condition was reported as good.